Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving an er3 message on her adc meter and was unable to test. Customer had a previously scheduled surgery that same day and while at the surgery center became sweaty and did not feel well. She then reported waking up and a surgery ctr nurse informed her she was found on the floor. She was treated with "liquid glucose" (route unk) and no diagnosis was reported. There was no report of death or permanent impairment associated with this event.